Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. Three medical images were provided for review. It was noted that the images has date and time where their significance is unclear. And it was noted that the time of implantation and dwell time for the device was also not known. First image shows one of the struts of the denali filter was noted to be separated completely and noted to be situated at an acute angle relative to the axis of the device. Second image shows corrupted image where the motion artifact is seen and the image also contains a catheter or sheath upstream-to the filter. Third image shows the aberrant strut which is situated at a less acute angle compared to first and second image; and the limb appears to be connected to the device. On assessment, it was noted that this case represents the separation of one of the struts of the denali vena cava filter. And it was noted that the sequence of image is not clear. It was suspected that the third image appears to be image captured at the time of deployment as the strut detached in the first image seems to be attached. And it was noted that the catheter or sheath appearance in second image shows that it was obtained at the time of deployment or at the time of attempted removal. Based on the image review, the reported filter detachment can be confirmed as the first image shows the one strut of the filter was detached. Therefore, the investigation for the filter detachment is confirmed. A definitive root cause for the alleged filter detachment could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Event description:
It was reported that sometime post inferior vena cava filter placement, the filter arm was allegedly broke. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post inferior vena cava filter placement, the filter arm was allegedly broke. There was no reported patient injury.